Event description:
Boston scientific (bsc) crm received info that this physician called technical svcs (ts) reporting this pt had loss of capture verified from a teletransphonic monitor a couple days post the implant procedure. The caller noted the pt has an underlying rhythm around 30bpm and the pt is asymptomatic. The pt's threshold measurements are 3.3v @.4ms so ts stated the device will pace in retry and suggested turing automatic capture (ac) feature off and programming a fixed output due to pt's high thresholds. Ts also recommended unipolar mode as another testing and programming option. No adverse pt effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.